Event description:
Caller reported cgm error 42 with a #g6sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, but the caller was unable to complete the reset at the time of the call. The customer is to call back when able to complete the reset for cts to assist, and the case remains open for follow-up.